Event description:
It was reported that, in a patient visit with his treating neurologist, high lead impedance was observed on a system diagnostic test. The patient also experienced an increase in seizures prior to the observed high impedance. Surgical intervention has not occurred to date. No additional pertinent information has been received to date.

Event description:
It was reported that the patient's full vns system was replaced on (B)(6) 2016. The impedance on the replacement system was within normal limits. The explanting facility was reported to discard all explanted products, so product return attempts could not be completed. No additional pertinent information has been received to date.